Event description:
The manufacturer received information alleging a "no power" issue occurred on a trilogy evo ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy evo ventilator has not yet been received at the third-party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a product malfunction.

Manufacturer narrative:
The trilogy evo ventilator was returned and evaluated by a third-party service center on 05 october 2025 with the following findings: on evaluation, the customer's complaint that the device did not power on was confirmed. The device error log was not able to be retrieved due to an issue with the display printed circuit board assembly (pca). It was confirmed that the ventilator was not turning on and this was due to the display pca being defective. The display pca required replacement to address the issue. Additional findings not related to the malfunction/issue: the air inlet foam filter required replacement due to preventative maintenance. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all requirements.